Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet device, consistent with intermittent communication failure; the user was assisted to toggle the cgm setting and restart the sensor, and no alerts or alarms occurred. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the wireless communication pathway, with device components relevant to electrical and magnetic functions and the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.